Manufacturer narrative:
Upon receipt, the lead was found cut into several fragments. A proximal and a medial fragment were received for analysis. The distal fragment including the rv shock coil and lead tip was not returned. An extraction aid was found on the medial fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed multiple abrasion marks along the returned lead fragments. In particular the insulation of the medial fragment was found rubbed through, which is assumed to be the root cause of the reported oversensing and the low pacing impedance. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Due to the fragmented state of the lead the mechanical analysis including the insertion of a stylet and function of the fixation helix was not feasible. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 80 months, oversensing on the ventricular channel was reported. The lead was explanted.